Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump was not delivering bolus as intended. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.